Event description:
It was reported the patient had pain on their right lead and the right lead was explanted on (B)(6) 2010. It was stated the patient¿s issue was resolved without sequelae on (B)(6) 2010.

Event description:
Additional information received reported that the cause of the event was unknown and the lead was discarded. It was noted that there was no documentation to suggest that the lead had malfunctioned. It was reported that bilateral implants of the lead were done during test stimulation and then the leads that weren¿t as effective were explanted during the implantable neurostimulator implant. It was noted that no lead was re-implanted on 2010 (B)(6).

Manufacturer narrative:
Product ID 3037 lot# serial# (B)(4); product type programmer, patient product ID 3 093-33 lot# v581929, implanted: 2010 (B)(6), explanted: 2010 (B)(6); product type lead. (B)(4).

Event description:
Additional information received confirmed that the etiology of the event was lead component (lot# v581929). If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).